Event description:
Combination electrodes were attached to the pt through the device and quik-combo module. The crew used the device to deliver defibrillator energy to a pt two times successively. An attempt was made to administer device pacing therapy to the pt. Reportedly, the device would not pace the pt. A backup lifepak 12 defibrillator/monitor series was made available and used. The pt outcome was not reported. The facility indicated that pt outcome was not adversely affected by the reported discrepancy, due to use of the backup device.